Manufacturer narrative:
A ge service representative performed an onsite investigation. All boards and connectors associated with image processing were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that there was no image displayed when flouring and the live image was not viewable. There is no report of pt injury associated with this event.